Manufacturer narrative:
Beginning may 31, 2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 07/01/1997 and was last repaired on (B)(4) 2007 for a non-related issue. Evaluation of the device observed worn and bent comb tines, minor wear to the right end of the roller, bushings, washers and side plates and worn left and right shoulder bolts. Customer did not return a ratchet, cutters or carriers for evaluation. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb. Improper handling by the user and lack of preventative maintenance most likely caused the damage to the comb, which most likely caused the customer's reported event. It has been seven years since the device had been in for maintenance. Per instructions for use, it is recommended that the device be serviced annually. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher was tearing the skin. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.